Event description:
Physician was doing an intubation in a patient room. An 8.0 mallinckrodt taperguard evac oral tracheal tube placed. Cuff inflated would not hold pressure. Second tube opened of same size and tested before placement. This cuff would not hold pressure either. Et tube exchanger used and patient re-intubated with a 7.5 et tube without difficulty.